Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio2: 1.0, lab: 1.7. Lab draw was performed within one hour of meter testing. Patient's coumadin dose was increased. This is the patient's third time testing with the meter.

Manufacturer narrative:
Investigation pending.